Event description:
It was reported that pump touchscreen became unresponsive and screen appeared frozen, preventing customer from unlocking and interacting with pump. There was no adverse impact to the customer's blood glucose level. Customer had already attempted a pump reset without success, then switched to multiple daily injections as backup therapy, while technical support arranged shipment of replacement pump, instructed customer to place pump into storage mode and return it within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.